Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system problem. The errors displayed were unable to be cleared. The system was no longer able to be utilized, and the procedure was aborted. There was no report of a pt injury, however, the MFR is filing this as surgical intervention due to the likelihood that the pt underwent an add'l procedure or add'l treatment as a result of incompletion of the case.

Manufacturer narrative:
The laser system has been serviced. The suspect component has been removed and replaced.